Event description:
The customer reported erroneous white blood cell (wbc), hemoglobin (hgb), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) patient results involving the coulter lh 500 hematology analyzer. The customer stated the erroneous results were not released from the laboratory. Subsequent testing of the samples, on an alternate coulter lh 750 system, generated lower results, which were reported to the hospital. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered corroded wiring harness contacts and solenoid contacts due to salt contamination. The fse replaced the complete blood count (cbc) solenoid bank and cbc wiring harness. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.